Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address alarms and successfully resumed insulin delivery. Customer's blood glucose (bg) ranged from 180 mg/dl to the highest level displayed as "high" on the continuous glucose monitor with moderate ketones. Bg addressed via correction bolus and manual injections.